Manufacturer narrative:
H3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The device was received pressurized. A functional evaluation was performed. The hinge joint was stiff. The hinge joint was disassembled. The inner seal was deformed. The complaint was confirmed and the root cause has been associated with a maintenance problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the arm of the "spider 2 tenet" was very stiff and will not move. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.